Manufacturer narrative:
Failure event observed during analysis. Final analysis found the device in backup vvi operation. The backup vvi is consistent with exposure to cold temperature post explant.

Event description:
This report is to advise of an event observed during analysis.